Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation and the date the device was manufacturer, it is believed that the device design caused the reported failure. Per olympus records, countermeasures were taken on the board design following a corrective action on this model and the device in question was manufactured prior to those countermeasures. Although, if not caused by the lack of countermeasures, it is possible that excessive force applied to the device could lead to the same failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed due to a faulty patient board set causing no image with 180 scopes. Additionally, the top cover and bottom chasses were both corroded. There was no output signal due to a damaged connector on the dp board. It is recommended that the software also be updated to the most recent version. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center would not produce an image while in use. According the initial reporter, they were using the cv-190 scopes that morning and when they changed to the cv-180 scope and the pigtail cable, the image stopped appearing. Several different scopes were tried after that, and none would produce an image. There was no patient harm or consequence reported as a result of this event.